Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was reaching end of life. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was having a pump revision or a pump and catheter revision on (B)(6) 2018. The caller was not aware of any issues and did not know the reason for the revision. It was unknown what symptoms the patient had. No further complications have been reported as a result of this event.